Event description:
It was reported that the device was running a continuous infusion and unexpectedly turned off and alarmed. Error read "biomed error". There was patient involvement with no patient harm.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary, in accordance with 21 cfr 803.56, when additional information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed and showed the battery was not working. Functional testing confirmed the reported issue. The battery was dead. The battery was replaced in order to address this issue. The left and right clutch and clutch spring, worm coupling, and motor were all replaced to fix the check clutch error.